Manufacturer narrative:
Concomitant medical products: w1tr01 crt-p implanted: (B)(6) 2019; 4965-25 lead implanted: (B)(6) 2003; 4965-25 lead implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) battery longevity estimate was lower than expected. The device was checked and it was determined that the crt-p exhibited a higher than normal battery drain. It was also noted that the longevity estimator had overestimated the battery longevity due to the way the programmer takes measurements with bipolar leads. The crt-p remains in use and will be monitored. No patient complications have been reported as a result of this event. It was further reported that the device entered into a phase that results in the longevity estimate appearing to be lower than expected due to a programmer software estimator error. The programmer remains in use.